Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Device will be evaluated, investigation results pending.

Event description:
It was reported that the device received alarm- error codes/ messages "check IV set". No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
Additional information added: h3 to "yes", h7 and h9 with recall info, e2 to "yes", g2 to "health professional", g6.

Event description:
It was reported that the device received alarm- error codes/ messages "check IV set". No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. Upon visual inspection the service technician noted that they replaced pressure sensor for check IV set error as found 9.33 sw as left ver 9.33. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the pressure sensor. A review of the device history record showed the device had a manufacture date of 05 may 2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device received alarm- error codes/ messages "check IV set". No additional information was provided. There was no reported patient involvement.